Manufacturer narrative:
Device was used for treatment, not diagnosis. Used to address the required intervention for the tendon repair. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a removal of the distal radius plate due to bad placement of the hardware occurred. Hardware was implanted about a year ago, date unknown. The fracture was healed, but the patient had a tendon disruption (rupture) due to the bad placement. The plate was removed without any issues. The plate was removed so that the tendon could be repaired. The patient status outcome was reported as good and the procedure was reported to be successfully completed. No delays were reported this is report 1 of 3 for (B)(4).